Event description:
It was reported that during removal, the wound drain broke and a piece remained inside the pt. The incident occurred 2 days after placement. Additional info was requested but was returned as info unk.